Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded from 48 cm to 48.7 cm from the connector pin and exposed the proximal coil. Abrasions are consistent with exposure to constant friction with another implantable device.